Event description:
It was reported that the ventilator failed multiple tests during pre-use check that included internal leakage test among others. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed internal leakage test, pressure transducer test and flow transducer test during pre-use check. Identification of issue has been done by analyzing problem description and service report. The issue was decided to be reported based on available information as a defective gas module may lead to stop of ventilation, low o2 or high pressure. There was no patient involvement. According to the information provided by the technician, the internal leakage test, pressure transducer test and flow transducer test failed during pre-use check due to defective o2 gas module, which needs to be replaced to resolved the issue. The o2 gas module regulate the inspiratory gas flow and gas mixture. The device logs and defective part were not available for further evaluation. The root cause to the reported issue has not been determined.

Event description:
Manufacturer's ref. #: (B)(4).